Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude measurements the day after it was implanted. A revision procedure was performed wherein the physician attempted to reposition the rv lead, but the helix was difficult to be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. However, evidence suggests a primary failure likely occurred.